Event description:
The patient reported that on (B)(6) 2011 she experienced blood glucose (bg) of 600 mg/dl with slight ketones, lethargy, visual disturbance, and nausea. The patient stated that she declined to go to the emergency room and was instead taken to her endocrinologist's office, where she was reportedly removed from the pump and treated with insulin injections. The patient stated that her bgs returned to normal later that evening and she did not resume insulin pump therapy. The patient declined to troubleshoot the pump. This complaint is being reported due to the patient's reported hyperglycaemic episode while using insulin pump therapy.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the pump history indicated that an empty cartridge alarm occurred at 12:11am on (B)(6) 2011, and that basal delivery was not resumed after the empty cartridge alarm. The pump history indicated that insulin delivery totals correctly reflected programmed values prior to (B)(6) 2011. Testing could not be adequately completed due to an unrelated pump malfunction. The pump history indicated that the patient ceased insulin pump therapy the day prior to the date of the reported incident. It is unknown if the patient was using a back up insulin delivery method in place of insulin pump therapy or not. Use error cannot be ruled out as a cause or contributor to the patient's reported hyperglycemic event.

Manufacturer narrative:
(B)(4).